Event description:
It was reported that when using the bd pyxis¿ medbank tower the key did not fit in the lock box when remoting in and checking the items. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that key did not even fit in the lock. A technical support specialist (tss) found that only one key assigned in the cabinet. The tss advised customer to try again with the lock. If it did not work, inform don that the key issued was not working for the lock box. The system functioned as intended after the technical support specialist investigated the issue.